Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This report is associated with product compliant: pending. This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) female patient of unspecified origin. Medical history included type 1 diabetes. Concomitant medications included insulin glargine for type 1 diabetes. The patient received insulin lispro (rdna origin) injection (humalog, 100 u/ml) through a cartridge via reusable pen (humapen luxura half dose), taking with sliding scale with meal, for the treatment of type 1 diabetes started therapy approximately in 2008. Dose and route of administration was not provided. Since an unknown date after starting therapy with insulin lispro the cartridge was as effective. She had stored the cartridge correctly and had no problems with the sample luxura delivery device, the issue was only with the cartridge ((B)(4); lot number c815601c). Since (B)(6) 2018 her blood sugar has been elevated over the period of 24 hours and blood sugar has ran as high as 500 (units and reference ranges were not provided). She had to use enough insulin that she would normally use in several days. The event of blood sugar had run as high as 500 were considered serious due to medical significance. On (B)(6) 2018 in the morning that she started using a new cartridge that came out of same box of the other cartridge that it had same lot number and her blood sugars were still elevated. Her blood sugar was 480 and then two hours later at 10:36 am that her blood sugar was 483. She had exercised and she had not eaten. She felt it was an issue with the first cartridge, but not sure if this cartridge was the cause of elevated blood sugars yet because she checked her blood sugar at 12:00 pm and her sugar had come down to 308. This was the last insulin lispro cartridge from the box. She was not recovered from the remaining event. Information regarding corrective treatment was not reported. Therapy with insulin lispro was ongoing. The user of the humapen luxura half dose (hd) was patient and her training status was not provided. The humapen luxura hd general duration of use and the suspect humapen luxura hd device durations of use were not reported. The action taken with the suspect humapen luxura hd was not provided and its return was not expected. The reporting consumer related the events to insulin lispro drug and did not relate to the humapen luxura hd. Edit 25may2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 05jun2018: the unique device identifier (B)(4) for the humapen luxura half-dose device was added for expedited device reporting.